Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the locking titanium adapter disconnected from a transfer set resulting in a leak; further described as the transfer set "falling off". This issue was noticed during an unspecified process step of peritoneal dialysis therapy. The leak was further described as ¿leaking pd fluid from the end of their pd catheter". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6). H10: should additional relevant information become available, a supplemental report will be submitted.